Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving three separate products: mdrs #2937457-2014-01210, 01211, 1225714-2014-05128, 05129, 05130, and 05131.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2010 during use of the product and subsequently expired on (B)(6), 2010.